Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called with accuracy concerns. Comparing her link meter to another brand. Analysis run on clark error grid using competitive reading (42) as ref. Point vs. Bd readings (73) yielded data points in the d range of the grid, outside of acceptable limits.